Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during the cardioversion of an (B)(6) female patient for atrial fibrillation, first degree burn was observed on the patient's chest after pads were removed. Complainant indicated that the patient sustained a first degree burn. Complainant indicated that the clinician applied hydrocortisone cream to treat the patient.

Manufacturer narrative:
The electrode pads were returned to zoll medical corporation for evaluation and the customer's report was not duplicated under testing. Visual evaluation of the electrode pads showed discoloration on the conductive plates along with scaly skin and hair. Evaluation of the retained sample of lot number 2917 did not reveal any irregularities that would have contributed to the reported event. It has been determined the cause of the reported event appears to be due to poor patient contact. The IFU states poor adherence and/or air under the electrode can lead to possibility of arcing and skin burns. Analysis for reports of this type has not identified an increase in trend.